Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2012; 6947m62 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous cardiac resynchronization therapy defibrillator (crt-d) had a short battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.